Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on 2019-mar-28. It was reported that after the surgery the representative was told the catheter had no issues entering the case. During the case the hcp cut a piece of the catheter and only inserted a new connector because he was unable to get cerebrospinal fluid (csf) flow during the procedure.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial #: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 25-feb-2015, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2019 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. It was reported that during pump replacement, the catheter was found to be kinked. The catheter was revised during the pump replacement. The event date was about 6 months ago (relative to the date of report) and no patient symptoms were reported. No further complications were reported or anticipated.